Event description:
The device was returned to the service center with a report from the customer contact of negative proximal occlusion b delivery. This does not indicate a reportable malfunction. However, during verification testing at the service center it was noted that the distal pressure sensor pin was broken.

Manufacturer narrative:
During testing, it was noted that the device distal pressure sensor pin was broken. The customer contacts report of negative proximal occlusion b delivery was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.